Manufacturer narrative:
Additional information was received that the patient underwent an MRI and the results were fine. The patient did not feel numbness and was walking fine. The symptoms were neither device or procedure related.

Event description:
A report was received that the patient was experiencing loss of feeling in both legs and was having a hard time walking and standing right after the ipg was implanted.

Event description:
A report was received that the patient was experiencing loss of feeling in both legs and was having a hard time walking and standing right after the ipg was implanted.